Manufacturer narrative:
Continuation of d10: product ID: m995402a001, lot#/serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). H3: analysis of the m995402a001 battery pack (bp) (s/n (B)(6)) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller battery was dead since one day last week. Patient stated they met with their manufacturing representative this morning and the representative tried their battery inside of the patient's controller and it worked. Patient said they plugged their controller into the ac power supply at 8: 30am this morning but the controller had not charged and was still showing orange. Patient confirmed there was a green light illuminated on the ac power supply cord when plugged into the wall outlet, but there was no light above the controller screen. Agent had patient remove the battery pack and connect the controller to the ac power supply cord; patient confirmed the controller powered on. Patient reinserted the battery pack and confirmed there was no green light above the screen. Patient did not see any visible damage to the battery compartment or battery pack. Patient inserted aa batteries into the controller and confirmed the screen powered on. The issue was not resolved. An email was sent to the repair department to replace the battery pack.